Event description:
It was reported that this device was explanted and replaced due to a system infection. No additional adverse effects were reported. The device is not expected to be returned for analysis.